Event description:
Reporter stated insulin has leaked from the insulin cartridge into the cartridge compartment of the infusion device. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.